Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia vs type iiia endoleak and sac growth events are unconfirmed. The rupture and secondary endovascular procedure events are confirmed. This moderately consistent with the reported adverse event/incident. The procedure related harms identified were post-operative right leg ischemia from a right tibial peroneal trunk and an additional surgical procedure. The iliacs were heavily calcified and it is unclear if this contributed to the embolism. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The use of an ovation limb in an afx system is off label. Additionally, there was a non-endologix stent placed in the left common iliac. It is unclear if these stents contributed to the reported embolism. The final patient status was reported as being discharged home with home health on the eighth post-operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. G3: awareness date ¿ updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and two (2) afx vela suprarenal. Approximately six (6) years post initial procedure, the patient presented emergently and un-stable with expanding aaa and rupture. Computerized tomography and angiogram identified a junctional type 3a endoleak and possible type 1a endoleak. Reintervention was performed with implant of an afx2 bifurcated stent graft, an afx vela suprarenal and an ovation ix iliac limb. The re-line was successful. Reportedly, the patient left the operating room stable and being monitored overnight.